Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation could not be confirmed due to the absence of photographic evidence submitted for investigation. Based on the available information, which may include the returned device (if applicable), photographs, videos, event description, and any additional field input, arthrex has determined the most probable cause. The likely cause is attributed to user error, specifically misaligned insertion or the application of excessive force through prying or leveraging the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/22/2025, a sales representative reported via email that an ar-2324bct-2 biocomposite swivelock eyelet detached immediately after the implant was inserted into the cannula. The eyelet appeared unstable. This was discovered during a shoulder arthroscopy rotator cuff repair procedure on (B)(6) 2025. Additional information requested.